Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Beginning (B)(6) 2016, rv pacing impedance dropped to 70 ohms down from a trend in the 477-548 ohm range. Since (B)(6)2016 there were 2578 short circuit paces, 281 non-physiological senses with 63241 successful paces. Lead noise observed in s2d electrograms (egms).

Event description:
It was reported that the right ventricular lead triggered a lead warning due to low impedance and oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.